Event description:
The customer reported via phone call that the insulin pump could not download to software. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was downloaded properly with carelink pro. However several a47 alarms were found in alarm history file. A47 were alarms due to a corrupted history file. Unit had a minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.